Manufacturer narrative:
G2: additional medwatch report mw5172574. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed, no serial number was provided for the device in question. As a result, it is not possible to track any previous repairs associated with the unit and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the patient's caregiver had one of the infusion pumps was more prone to triggering occlusion alarms. These alarms were typically resolved by replacing the batteries or the tubing, after which the patient was able to continue the infusion without further issues. The infusion was continuous; however, the set flow rate and volume delivered were unknown. The position of the pump at the time the occlusion alarms occurred was not specified, and no photographs were provided. Additionally, the specific pump affected was not identified. It was unknown whether the reported product fault had occurred while the device was in use with the patient, although the fault did not cause or contribute to any patient or clinical injury.